Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported an extension of fusion l5-l2 for this patient was performed on (B)(6) 2014. The original surgery was 6 years ago using a click x screw system there was nothing wrong with this construct the patient was booked for surgery to extend this construct due to adjacent level disease. All the click x screws were removed and replaced with matrix screws as click x screws are no longer available. Reportedly the surgery went well and the surgeon was happy with screw positioning and balance which was confirmed through inter-operative CT scan. Approximately six weeks post-operatively the patient presented with pain, post-operative x-ray confirmed the top screws (l2) were loose and pulling up. A revision surgery was performed on (B)(6) 2014 to assure there was no infection and perform an extension to t10, no infection was found; however, samples were sent for confirmation. The surgeon confirmed the top screws l2 were loose on the left and right, all other screws felt strong. The surgeon was reported to be concerned that extending the fusion to t10 would remove her pain or not fail again. The surgeon could not be sure why she was failing and made the decision to remove all metal work and brace her post operatively with postural bone graft. Reportedly the surgeon did not want the screws sent for investigation stating that there was nothing wrong with the screws and rods themselves but felt it was a biomechanical issue with the patient. The surgeon has placed her in a brace, she will remain in this until the doctor feels the posterolateral fusion is strong enough as he has now removed all screws. There were no delays in surgery reported and no update as of this report as to how the patient is progressing. This report is for the first revision surgery performed on (B)(6) 2014, a separate complaint was opened for the second revision surgery on (B)(6) 2014. This report is for two unknown click-x locking caps. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the locking caps, part and lot numbers unknown. Original implant date reported only as six years prior to this event of (B)(6) 2014. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.